Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2017 for an unrelated reason. Upon interrogation of the pulse generator, it was discovered that the device was in backup vvi. The patient was asymptomatic as a result of the backup. A device software download was performed successfully.